Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the lead was returned in segments, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the outer tubing overlay, the inner tubing was kinked/buckled, the outer tubing overlay melted, the outer tubing overlay had a cosmetic environmental stress crack, the outer tubing was torn, there was a cosmetic cut on the outer insulation, the outer tubing overlay was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that there was over sensing and noise demonstrated on the ventricular lead. The lead was replaced. No patient complications were reported as a result of this event.